Event description:
Conmed japan reported on behalf of the customer that the ias8-100lp, 8 mm access port & low profile obt w/bladeless optical tip was being used on 06dec24 during a robot-assisted laparoscopic gastrectomy procedure when it was reported that the trocar tip was broken during the surgery. Further assessment questioning found that ¿the fragment has been found during suction, and it retrieved. It was confirmed that a stapler was also taken out and taken out of the trocar.¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Reported event ¿trocar tip broke during the surgery¿ was confirmed. Examination of returned used device ias8-100lp found that the trocar tip was broken. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias8-100lp, 8 mm access port & low profile obt w/bladeless optical tip was being used on 06dec24 during a robot-assisted laparoscopic gastrectomy procedure when it was reported that the trocar tip was broken during the surgery. Further assessment questioning found that ¿the fragment has been found during suction, and it retrieved. It was confirmed that a stapler was also taken out and taken out of the trocar.¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.